Manufacturer narrative:
A medtronic representative evaluated the system and suspected damage on the interface cable between the imaging system and the mobile view station. The suspect cable was returned for medtronic's evaluation. Evaluation discovered electrical fault on the cable and physical damage. A replacement cable was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. System is now fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that the imaging system was giving an error and taking poor images. Despite rebooting and replugging the cable, the issue could not be resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system and completed the procedure using a c-arm, with no adverse effect on patient outcome.